Event description:
It was reported that the customer had an issue where the pump stopped delivering insulin. Customer stated that when he goes to treat for his high blood glucose levels, they do not come down and remain high even after a set change. Customer's blood glucose level was 120 mg/dl. Customer has contacted their health care professional for their high blood glucose levels. Customer has treated with his old pump. Customer does not want to troubleshoot because he does not have the time. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Findings: unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test or test for bolus anomaly and basal anomaly due to prime/fill anomaly. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.